Manufacturer narrative:
Upon completion of the investigation it was noted that the composition of both catheters is as follows: barium impregnated medical grade silicone rifampicin antibiotic. Clindamycin antibiotic. Review of the history device records was not possible as the lot numbers were unknown. In addition, the device was not returned; therefore codman could not conduct a proper investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that clinician (B)(6) wrote: dear colleagues, as per my garbled phone conversations this morning: I am having difficulty with a multiply- allergic patient. She is known to be allergic to latex, vancomycin, to have alpha- 1 antitrypsin deficiency, and to have an abnormal foreign- body response to absorbable suture material. She has over a dozen shunt operations over the last 3 years, 1 per month since last (B)(6). The pattern of shunt failure is fairly predictable: she is initially well, then 2-4 weeks post op gets localised pain in relation to tubing- either redness/ pain over it's tunnelled course, or pleuritic/ diaphragmatic irritation related to the distal end. The wound initially heals ,then about 5-6 week post op, the shunt tubing erodes through the skin, resulting in shunt removal. We have tried shunt components from both of your companies, - both the bactiseal components, and the plain silicone tubing from medtronic. She does not seem to run into trouble over the valve itself- the problem seems specific to the tubing. On one occasion about 18 months go, she exhibited the initial redness 6 weeks post op, but did not progress to wound failure, and that particular shunt subsequently survived for over a year, before failing due to csf infection. Currently she has a codman rickham reservoir in situ, but I do not wish to add distal tubing again until I know that she is not sensitive to the components within it, or some material that may have been applied to the tubing in the process of packing/ sterilising prior to dispatch to us. I am anxious to be secure in the knowledge that I am implanting the most "hypo-allergenic" shunt possible. Immunosuppression in this lady may be the only way to prevent "rejection" of the shunt components, but is very high risk, given that she has also had recurrent csf infections, which I have assiduously cleared prior to each re-implantation. She has had many months of antibiotic therapy, and tends to always develop (B)(6) infections due to her many wound failures. The help I would like is as follows: all components used in the manufacturing / preparation process for both companies distal tubing- including preservatives , etc included in the packaging- in a form that can be used by my allergy specialty colleagues to perform patch testing. Any information about any radically different distal tubing that is made of alternative materials- she may well be allergic to silicon, as well as to latex, - are there any shunt components available made of anything else? Please let me know if you have any ideas/ suggestions, and whether your company can provide components that will allow us to go forward with patch testing.

Manufacturer narrative:
It was noted that the patient has history of allertic reactions from device of several manufacturers. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available.